Event description:
The recipient reportedly experienced a skin flap infection and necrosis. On (B)(6) 2018, the recipient underwent skin flap surgery and had the infection cleaned. During surgery, device placement was adjusted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient resumed device use. This is the final report.